Manufacturer narrative:
The pump was received with blank flashing white lcd display anomaly due to cracked on lcd controller. The pump was received with cracked reservoir tube lip, scratched case, broken belt clip rails and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had damage to their insulin pump. It was reported that the customer sat on the device and the clip snapped off, breaking the casing of the pump. It was reported that the device would be replaced and returned for analysis. No further information provided.